Manufacturer narrative:
The quattro catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore physical investigation could not be performed and the root cause could not be determined. Event assessed as not serious because it does not meet criteria for seriousness. Based on available information, event was probably related to the zoll catheter due to relevant timing and location and no other obvious cause for such event. Refresher education with placement of the zoll catheters for ER mds would be probably beneficial at this site. Swelling subcutaneous tissue around a catheter is anticipated event and could potentially occur with usage of any catheter. The event is probably related to the device and not related to the procedure.

Event description:
The zoll quattro catheter (lot # unknown) was inserted into the femoral vein for the treatment of the patient after the cardiac arrest. After catheter placement in the emergency department, the patient was moved to the cath lab for an intra-aortic balloon pump placement. Per the ICU manager, while in the cath lab, a "femoral line infiltrated" meaning the fluid infiltrate under the insertion site. The catheter was removed and subsequently discarded by the cath lab nurse. The patient's status information was requested but the customer did not provide a response.